Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant rupture, left breast pain, and left misshape of breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient with unknown age underwent primary breast augmentation with a 450cc mentor memorygel breast implants on both sides and experienced bilateral breast implant rupture, bilateral breast pain, and bilateral misshape of breast postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3507320mc; serial number (B)(4) on the left side and with catalog number 3507320mc; serial number (B)(4) on the right side on (B)(6) 2017. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 9, 2020, mentor became aware that lot number field d4 was mistakenly left blank under previous initial submission. It has been updated to "21422" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).